Manufacturer narrative:
E1: patient city: (B)(6) patient country: united arab emirates. H11: since no lot number is available, a detailed investigation, tests or reference samples or batch review cannot be concluded. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4) event occurred in the united arab emirates. It was reported that the patient went to emergency room (ER) was hospitalized on (B)(6) 2024 due to low blood glucose. The blood glucose level was 70 mg/dl at the time of the event and experience loss of consciousness. The patient was treated with glucagon. No further information available.